Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that undersensing occurred on the right atrial (ra) lead resulting in device classified determination of events. The ra lead remains in use. No patient complications have been reported as a result of this event.